Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed a impella cp for care escalation for a transferred patient who had an intra-aortic balloon pump. The cp site was bleeding which prompted the team to assess site. The team observed a pseudoaneurysm and vascular surgeon involved. The cp was explanted and escalated to a impella 5.5 pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the access site bleed and vascular damage has been completed. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely anticoagulation management related as act was 345 when bleeding was reported. The root cause of vascular damage was unable to be determined as limited clinical details were provided and no product was returned for review.